Manufacturer narrative:
Corrected data: a5b. Checked "white" for the patient race. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: habertheuer a et al. Outcomes of current generation transfemoral balloon-expandable versus self-expandable tavr. The annals of thoracic surgery. Available online 9 october 2020. Doi: 10.1016/j.athoracsur.2020.08.010. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the patient outcomes following transfemoral transcatheter aortic valve replacement (tavr) with current generation balloon-expandable and self-expandable valves. All data were retrospectively collected from a single center between 2015 and 2018. The study population included 563 patients. Of those, 269 patients were implanted with medtronic evolut r or evolut pro transcatheter valves (predominantly female; mean age 84 years; 98.1% white). No serial numbers were provided. Among all evolut r and evolut pro patients, the 30-day, 1-year, and 3-year mortality rates were 3.1%, 12.9%, and 31.4%. The causes of the deaths were not characterized. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r and evolut pro patients, adverse events that occurred within 30 days after tavr included: ischemic stroke, permanent pacemaker implantation, transient ischemic attack, mild to moderate paravalvular leak, life-threatening bleeding, and hospital readmission for all-cause, cardiac, or heart failure reasons. Adverse events that occurred within the mean follow-up of 743 days included: ischemic stroke and all-cause hospital readmission. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.